Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the venous luer hub contained a crack around the threads. Microscopic examination confirmed the damage and revealed that the crack is consistent with damage due to repeated over tightening on the luer hubs. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". When flushing the venous extension line, water was observed leaking out of the cracks in the luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The venous (blue) luer hub was cracked. The appearance of the crack is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was inserted on (B)(6) 2023. The first time it was used for dialysis the nurses state that it is leaking and the hub is cracked. A hub repair kit was used to replace the exisiting hub. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was inserted on (B)(6) 2023. The first time it was used for dialysis the nurses state that it is leaking and the hub is cracked. A hub repair kit was used to replace the existing hub. No patient harm was reported. The patient's condition is reported as fine.